Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot or catalog number associated with this complaint. Therefore, a review of the manufacturing records could not be conducted. Bd technical service conducted troubleshooting and provided customer with educational materials. Customer determined during internal investigation that it was due to a patient condition. Erroneous potassium results can be caused by many sources, including certain patient pathological conditions, improper specimen collection, specimen processing, and specimen transport. Specimen collection factors that can contribute to erroneous potassium range from prolonged tourniquet time and improper venipuncture technique to transferring a sample from a syringe draw or IV catheter. Specimen processing factors include vigorous mixing or shaking of the specimen, not allowing the specimen to clot for the recommended amount of time, prolonged contact of serum or plasma with cells, and exposure to excessive heat or cold. Finally, mechanical trauma and other adverse conditions during transport of tubes can result in erroneous potassium results. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. This complaint investigation was conducted under the premise of a previously investigated issue specific for erroneous potassium, where it was determined that the results and conclusions established in the previous investigations pointed to the same indicated failure mode and root causes observed in the current complaint investigation. Additionally, the conclusion drawn from the current complaint investigation did not yield new information regarding the indicated failure mode. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecified bd pst tube experienced erroneous results during use. The following information was provided by the initial reporter: spoke to customer, customer informed me that the potassium issue was due to a patient physiological issue and it has already been identified and resolved. Material no: unknown, batch no: unknown. We have a patient with a repeatable high potassium. The doctor is wanting us to chill the pst tube (or non gel tube) before drawing the patient.